Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was also having issues with their right side ins. The right side ins had been turning itself off; it was a sudden change. The patient was having issues with walking after their health care professional (hcp) turned the ins back on. They were stumbling. The patient was walking fine when the ins was off. The patient also had been experiencing shaking. It was unknown why the patient's ins was turning itself off. The patient had visited their hcp back in (B)(6) 2015 and on (B)(6) 2015 because the right side ins had shut itself off both times. The hcp turned the ins back on at both appointments. The hcp had told them that the ins was shutting itself off for some reason. The patient wanted to see if he could make adjustments to his settings. They checked the left ins and the status was on/ok, program a, with stimulation set at 4.50. They could not increase stimulation on the left side as the patient programmer (pp) screen indicated they had reached the upper limit at 4.50. After synching with the ins, the only icons that were showing were the icon mode with no letters. They were able to troubleshoot and place the programmer settings back to letter and icon mode. The right side ins indicated on/ok status with no program listed or settings. Further follow-up to the hcp was being conducted to determine what actions/interventions were taken, what the cause of their symptoms were, if their walking/stumbling had been resolved, what the cause was of the ins turning off, and if the right side ins turning off had been resolved. If additional information is received, a follow-up report will be submitted.